Manufacturer narrative:
Concomitant products: product ID 3986a, lot # n067032, implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-33, lot # v104403, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from manufacturing representatives and her concerns were resolved. She no longer had concerns with her device or therapy.

Event description:
It was reported that a patient was prescribed a zoll defibrillation vest to wear for a heart condition. The patient stated that they believed this was a contraindication. The patient stated that while she was in the hospital they tried her on the vest but every time they had it on her the vest would make a ¿gong¿ sound. It was clarified that this was an audible error message. The patient stated that they couldn¿t figure out why the vest would do this. It was noted that it occurred whether the implanted stimulator was on or off. It noted that they eventually removed the vest, but then they sent her home ¿a couple days ago¿ with the vest to use. It was stated that when the patient got home it was going again. It was stated that the patient removed the vest for this reason. The patient noted that her implantable neurostimulator (ins) was for ¿rap around pain¿: pain was at the bra location, center of spine and wrapped around the left side, came all the way around to center underneath the patient¿s breast and down to groin area. It was noted t hat information about the patient¿s infusion therapy treatment area was omitted from this report. It was later reported that the patient was referred to speak with a technical service representative, who discussed the limitations of the device and restrictions with the patient, but the manufacturer¿s representative was unsure of any additional outcomes at the time of this report.